Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to perform fluoroscopy. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was cancelled by the customer. The issue was resolved by the customer and the customer didn¿t provide additional information about the root cause and resolution. As the service request was cancelled, no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.